Event description:
A company representative reported that they confirmed the implanted pump serial number was (B)(4); however they were told that information regarding the catheter was not obtainable. The increased spasticity was not being treated additionally. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was further provided that no pump malfunction related messages were noted. No cap or dye test was done. It was unclear as to when the surgical intervention would take place due to vacation schedules. Reportedly, this may not occur until late august. The patient continued with spasticity in the legs. No further information was available at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Only the pump was returned for analysis. As received, the pump reservoir had 4.5 ml of fluid in it and was in the stopped infusion mode. The pump memory logs showed a motor stall recovery which meant that there was a motor stall and motor stall recovery during pump life. The pump passed dispense accuracy testing. The pump was subjected to a non-standard volume infusion test. The outcome of the volume infusion test was within the recommendations. Shaft wear on the upper shaft of gear two was discovered during the destructive analysis. In conclusion, the analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Event description:
On 12-08-2015, information was received from the customer via a company representative who indicated that the volume discrepancies no longer occurred and the volumes were back to normal. The patient was no longer experiencing increased spasticity and everything was ¿good now.¿ additional information was requested to clarify if the pump relocation occurred, the date, resolution to the reported discomfort, and how the volume discrepancies were resolved. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from health care provider via a company representative who reported that "they say that it was the pump that could have been relocated", but it never happened. The pump was implanted in 2010 and would be replaced this year. The discomfort of the pump had not been resolved. The volume discrepancies had not been resolved. The discrepancies were reported to have been going on for long time, actually all the time, it had only been observed and nothing had been done. The patient was "in the beginning" on a high volume of 2600 mcg. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were aspiration issues as the pump reservoir at refills had twice as much medication as calculated. If 3 milliliters (ml) was calculated they would draw out 6 ml instead. The patient was on a high doses and had more refills than needed due to the alarm of low reservoir going off when there really was more in there. The patient was already scheduled to have pump relocated due to an uncomfortable place in the body currently. It was also reported as unknown if the patient had other symptoms related to this event. At the time of the report the patient's status was reported as alive-no injury. There was discussion with the physician about possibly replacing the pump unless it is discovered that the catheter was kinked during surgery. It was reported as ¿unknown or n/a¿ if diagnostic testing or troubleshooting occurred, if the issue was resolved or the cause determined. This device system delivered baclofen. Additional information was requested to clarify the products, troubleshooting, resolution and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)